Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated; however, a charred fuse socket on the power supply was found, suggestive of a bad power supply. Additionally, it was found that the customer installed fuses with the incorrect rating for the product. A conclusive root cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that the olympus, clv-180 would not power on. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional information received from the user facility. Per the facility, the intended procedure was completed without delay using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. While the cause of the charred fuse socket cannot be conclusively determined, it is assumed the issue was caused by the user failing to follow the instructions for use and installing the incorrect fuse. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: never use a fuse other than the fuse model designated by olympus. Otherwise, malfunction or failure of the light source may cause a fire or electric shock hazard.